Manufacturer narrative:
Pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment rim was broken off. The customer's blood glucose level at the time of incident was 153mg/dl. The customer was advised the pump would be replaced and returned for analysis.